Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. The lead was capped and replaced. The atrial lead had high impedance and a fracture. The lead was capped and replaced. At post-operative check, the new atrial lead was not capturing and sensing was low. Fluoroscopy showed that the lead had pulled back, but not completely dislodged. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2010; addr01 implantable pulse generator, (B)(6) 2010. (B)(4).